Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies, corroded motor home switch, and corroded battery tube. Unit was also received with broken battery tube threads, reservoir tube lip, cracked case at display window corners, and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got wet. The insulin pump was not responding since. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.